Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence, urgency frequency. The patient reported she had a reaction to the antibiotic the night before the call (4/10/2018) and was up 9-10 times with diarrhea. The patient stated that she was prescribed antibiotics from her procedure. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.